Manufacturer narrative:
The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative of no video image was not confirmed. The inspection findings are as follows:bending rubber cut, bending rubber leak at distal end. The device is in the process of being repaired where all defects found will be remediated and return to the user upon completion on 22-nov-2021, a device history record (DHR) review for model vnl11-j10, (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 22apr2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope vnl11-j10. In the event reported, the user states there was no video image. The timing of the event is in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.